Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. Health effect - clinical code: appropriate term / code not available (e2402) used to capture the blood heavy metal increased if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. After review of medical records patient was revised to addressed painful metal on metal left hip arthroplasty. Prior to revision patient alleged weakness, click in her hip that be heard and felt, elevated cobalt level. Sharp dissection down to fascia layer was performed, upon exposure to the trochanter there was obvious prior repair and subsequent dehiscence of the anterior gluteus medius. Noticeable large protrusion of heterotopic ossification was removed. Acetabular screws were noted, one(1) of which appeared to be slightly prominent in the cup, this was removed. Doi: (B)(6) 2007, dor: (B)(6) 2019 left hip.